Event description:
The hcp reported loss of efficacy. Impedances were greater than 4000 ohms on the left side. Impedances were normal on the right side.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.